Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Flexible silicone drill driver with item # 110010733 and lot # 174691 were returned and evaluated. Upon visual inspection the head of the device had fractured from the body but could not be matched to a lot. Device has bumps under the black sheath along with a wear line near the junction location. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010733 flexible silicone drill driver 168731. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01176. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the doctor attempted to use the drill shaft at a sharp angle and the drill shaft broke. A second tray was opened and used but broke. A continuum screw tray was opened to complete the case. The patient had hard bone and all parts were retrieved. No consequences or impact to the patient.